Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient under went revision surgery due to fractured alumina head with no trauma. The implants were only implanted for 4 weeks in the patient.

Manufacturer narrative:
An event regarding fracture involving a ceramic head was reported. The event was confirmed. A material analysis indicated nothing could be learned about the origin of fracture due to edge shipping and damage. Metal transfer marks suggest proper seating. No materials or manufacturing defects were present in the returned device. A device history review indicated that the device was manufactured and accepted into final stock. There have been no other events for the reported lot. The exact cause of the fracture could not be determined as only 80% of the device was returned and medical records were not received for evaluation. No further investigation for this event is possible at this time.

Event description:
It was reported that patient under went revision surgery due to fractured alumina head with no trauma. The implants were only implanted for 4 weeks in the patient. It was reported that the procedure that was done was right total hip replacement with removal hardware right hip (five screws and one intramedullary nail removed).

Event description:
It was reported that patient under went revision surgery due to fractured alumina head with no trauma. The implants were only implanted for 4 weeks in the patient. It was reported that the procedure that was done was right total hip replacement with removal hardware right hip (five screws and one intramedullary nail removed).